Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported while the patient was in the hospital the day following the implantation, the atrial lead was suspected to be dislodged. Along with the dislodgement, the p-wave amplitude had drastically decreased and the capture threshold was unstable. The physician noted the patient experienced diaphragmatic stimulation in her stomach. Lead repositioning was attempted but the lead insulation was damaged by cautery during the procedure. The lead was instead explanted and replaced. The patient experienced no health complications following the procedure.